Event description:
The customer reported that her blood glucose levels dropped to 45 mg/dl while she was at her doctor's office. Troubleshooting was performed, and her doctor felt that the insulin pump was not delivering insulin accurately. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.